Manufacturer narrative:
Corrected information was provided in b1, d3 and d10. Upon review, it was identified that these were inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the injury (major bleed/minor bleed/pdi) was not determined due to insufficient clinical details. The cause of product damage cannot be determined since no product was returned and insufficient clinical details were provided.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella cp device was inserted into the left femoral artery in a 69-year-old male patient presenting in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai c shock, on multiple inotropes and vasopressors, and on a ventilator for respiratory support, prior to initiation of support. Additionally, extracorporeal membrane oxygenation (ECMO) support was initiated while on support. While the patient was in the intensive care unit (ICU), there was an access site oozing and a hematoma. Manual pressure to decompress the hematoma and a femstop were applied to obtain hemostasis. Three units of packed red blood cells (prbcs) was given. In addition, the anti-contamination sleeve was torn during repositioning. It was noted that the insertion angle was steep at 90 degrees and moved to approximately 70 degrees on arrival to the ICU, which tented the vessel, and resulted in the bleeding. After one day on support, the decision was made to remove the device and exchange for a new impella cp. The post-procedure outcome is survived at explant. While on support, the device functioned as intended at p-1 at 1.0 l/min with d5w sodium bicarbonate in the purge solution. Bleeding (hematoma) is a known risk due to the impella's anticoagulation and purge requirements.